Event description:
A user facility mandatory medwatch report mw5165405 was received that stated, 'when inserting an IV, the j loop was found to have a crack and when flushed it sprayed an unspecified fluid all over the patient and the room'. The outcomes attributed to an unspecified adverse event required unspecified intervention. The initial reporter is a risk manager and asked to remain confidential. The suspect medical device is a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. There was no report of human harm or delay in therapy associated with this complaint/event.

Manufacturer narrative:
The reported complaint of a crack could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.